Event description:
It was reported that a user often experienced intermittent communication failures between the dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in repeated ¿sensor unavailable¿ alerts on the ilet and the need to re-enter the pairing code, while the dexcom app maintained connection; the issue affected ilet-guided insulin dosing and is associated with the ilet¿s electrical and magnetic components, including the antenna. Symptoms included a blood glucose peak of 214mg/dl when cgm signal was lost and automated corrected dosing paused until connectivity resumed with no adverse clinical symptoms reported. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided by the user and device logs. Investigation of this case revealed recurrent signal loss consistent with an interoperability problem between the ilet and the cgm, aligned with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.